Event description:
The pump was returned to animas and investigated. Investigation revealed dislodged force sensor pins, contamination in the force sensor assembly, and an out of calibration force sensor. This report is made based on the results of investigation.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/14/2012 with the following findings: a review of the pump history indicated that loss of cartridge detection had occurred which was not duplicated during testing. The pump was primed successfully and attempted to exercise the pump for 24 hours but the pump alarmed for loss of prime. A force sensor calibration test found that the force sensor was out of calibration. The pump was opened to reveal contamination in the force sensor assembly, a dislodged display screen and partially dislodged force sensor pins. Unrelated to the complaint, the battery compartment was found to be cracked. (B)(4).